Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the patient was experiencing reoccurring dislocations, swelling, mild tenderness, pain, limiting ability to participate in physical therapy, muscular spasm, and knee buckling in the right knee. After the dislocation, the patient continued to suffered from pain and popping. A revision was performed to replace the articular insert.

Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision was performed due to a dislocated patella in the rt knee.